Event description:
A physician reported that patient had findings consistent with endophthalmitis or toxic anterior segment syndrome, fibrin, and 2+cells in anterior chamber and cells in vitreous. Patient had white eyes doing well after intravitreal antibiotics. Additional information has been requested, received and stated post-op day 1 the patient presented with more inflammation that usual, no pain, no injections, no vitreous cells, no sign of endophthalmitis. Aqueous cell 2+, aqueous fibrin present. The patient had blepharitis with moderate notching. Topical medication adjustment was done. No cultures taken. Patient doing well, inflammation improving but not completely gone. This report is associated with multiple complaints. This file is 2 of 3.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received, reporting that the inflammation was likely related to lidocaine/epi mixture compounded at surgicenter by new staff that used preserved lidocaine, there is nothing to do with the intraocular lens (iol).

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. No further reports will be submitted. The manufacturer internal reference number is: (B)(4).